Event description:
Pt was transferred from a convalescent home because of shortness of breath and wheezing. Pt was admitted to the ICU where pt was intubated. Pt was weaned off the respirator and transferred to a step down unit (tcu). In 2003, the pt was seen prior to 1639 and reported to be stable. At 1705 a monitoring strip was reviewed showing the pt to be asystole from 16039 on. A unit rn rushed to the room at 1705 and found the pt had expired.